Event description:
The patient had an appointment on (B)(6) 2015 for the next steps for pain relief and pump slippage. [The previously reported information "on (B)(6) 2015, the patient had attempted to use the ptm (personal therapy manager) and encountered the out of box and pa (patient activated) disabled message and did not believe the pump was working but was not sure." Will be captured in a separate event.]

Event description:
The previously reported information: "the patient was seen by the physician on (B)(6) 2015 and the patient believed that the pump pres cription was changed somewhere during the refill; however, the available telemetry printout did not reflect a change." Will be captured in the other separate event.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6) patient receiving intrathecal baclofen, droperidol and fentanyl via an implanted infusion pump for spinal pain, spinal cord injury/spinal cord disease and intractable spasticity. The pump was programmed to deliver baclofen 450mcg/ml at a dose of 101.35mcg/day, droperidol 60mcg/ml at a dose of 13.513mcg/day and fentanyl 20mg/ml at a dose of 4.504mg/day. The patient indicated that the physician talked about reducing one of the medications because, she was having a lot of nausea and dizziness. The patient was seen by the physician on (B)(6) 2015 and the patient believed that the pump prescription was changed somewhere during the refill; however, the available telemetry printout did not reflect a change. The pump had slipped down several times and attempts were made to move the pump into position, though no additional surgeries had been done since implant. The patient had been in a series of hospitals for reasons not related to the pump. One of the physicians at the hospital notified her managing physician that she was not getting relief. The physician at the hospital wanted to increase the pump settings; however, the managing physician did not give the ok to increase it as much as they wanted. The patient reported very bad side effects with nausea and dizziness both times when the pump was increased in the hospital. The patient reported feeling out of it from the pump medication. On (B)(6) 2015, the patient had attempted to use the ptm (personal therapy manager) and encountered the out of box and pa (patient activated) disabled message and did not believe the pump was working but was not sure. The patient had an appointment on (B)(6) 2015 in regards to the ptm usage, next steps for pain relief and pump slippage. It was noted that the patient was in a wheelchair. It was further reported that since the 1980's the patient has had memory issues from seizures and has to write down everything though she has never had an outright seizure. It was further described that she would go into a trance (like she isn't there) or have a long or short period where she doesn't remember what happened and loud noises and high pitched noises would startle her beyond words where she would fall out of her wheelchair, feel nauseous and sick and left arm and hand would shake. T he patient had limited side vision and asked people to come where she can see them.